Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An a1059 mayfield modified skull clamp was reported to have slipped during a suboccipital craniotomy for tumor removal. The patient incurred a laceration which required suturing. The surgery was delayed 15 minutes as a result of this event.